Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the suction irrigator instrument for failure analysis. Inspection found a broken snake wrist at the distal end causing the distal tip to be dislodged. This is associated to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the suction irrigator instrument was damaged and allegedly came apart. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.